Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected, and no obvious defects were found. The identification tabs and the infusion chamber were intact. The probe manifold and infusion cannula were not returned; lab stocks were used to test the returned cassette. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The returned product was tested using the lab console. The product failed to prime and generated a system message code. Fluid was observed from the infusion fluid line flowing through the auto infusion valve (aiv) to the air line, exceeding the limitation of =0.5cc per minute per procedure. The opened duck bill check valve in the auto stopcock of the infusion line prevented the sample from calibrating the intraocular pressure (iop) function. One infusion cannula from lab stock was used to test the returned cassette and manifold. The product could prime, tune with the ultrasonic handpiece, the 0.9-millimeter aspiration bypass system (abs) tip from the lab stock and returned infusion sleeve, and pass iop calibration successfully. The product was recognized as combined cassette on the console. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No bubble was observed in the nifs fluid path before the cleaning process. No message code appeared on the screen. No leakage was detected from the handpiece, pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the stuck valve could not be conclusively determined. After macro analysis of the returned sample, the most probable root cause of the customer¿s event could be attributed to self-adhesion. Since the aiv subsequently actuated and functioned after reestablishing the opening, it is possible a fraction of the silicone valve lips self-adhered and potentially contributed to the higher than typical cracking pressure observed. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure occurred (intraocular pressure (iop) control was not available) during surgery. The procedure type was unknown. The surgery was completed on same day after replacing it with a new product. There was no patient contact.